Manufacturer narrative:
1. DHR/bhr review (lot#: 4296352): 1) this batch of products were assembled at intima ii auto line 2 in nov 2024, and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return actual sample. The photo shows that there is foreign matter attached to the surface of the cannula. 3. Check the retained samples of this batch, and no such defects were found. 4. According to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone. The cannulas of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the cannula for penetration. The silicone was a lubricant for medical products, which met the requirements of relevant iso and FDA standards. 5. After the cannulas are lubricated, the excess silicone is removed by blowing. The plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the cannula surface. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1) there are no abnormalities in the product process, no material and process changes, and no similar complaints have been received from other hospitals for this batch of products. 2) the returned photos show that there are foreign matters attached to the surface of the cannulas. According to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards, and the plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the cannula surface.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc - foreign matter. On (B)(6) 2025, a patient with left ureteral stones experienced significant resistance and stalling during insertion and removal of a closed venous catheter, resulting in repeated failed attempts at insertion. After removing the needle, an unknown substance resembling rust (not blood) was found adhering to the steel needle. The catheter was replaced with one from another manufacturer, and insertion was successful. This incident increased the patient's discomfort and made nursing procedures more difficult.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.